Event description:
During investigation of the patient's generator and lead explant on (B)(6) 2010 due to infection at the generator and fibrosis at the electrode site as captured in manufacturer report number 1644487-2010-00402, clinic notes were received dated (B)(6) 2012. The patient presented for follow up on this date to schedule removal of his vns electrode. The majority of the vns lead was explanted on (B)(6) 2010, however the electrodes were not explanted. The generator was removed previously due to the infection. An attempt to remove the electrode at that time was also made. However, due to significant scar formation, exposure of the vagus nerve in the neurovascular bundle was unable to be performed safely. It was decided since the infection was mainly in the area of the pulse generator that the electrode would be amputated and the wound will be closed. The patient did well until the last several months when he had an eruption through the neck wound of a draining sinus. This continued to drain despite antibiotic treatment. There was no fever, chills, redness, or soreness. The patient had scans of his neck, which revealed the amputated electrode, but no significant area of abscess. The patient returned on (B)(6) 2011 to discuss surgery. The patient's neck reveals a draining fistula over the left anterior neck scar. There is no fluctuance erythema, or swelling associated with the fistula. Review of manufacturing records for the lead confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.